Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times due to an unknown cause. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Reportedly customer blood glucose (bg) level ranged from 52 -224 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg.